Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: initial reporter: address: unknown/ asked but not available. Section e1: initial reporter: email address: unknown/ asked but not available. (B)(6) . Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. Attempts have been made to obtain additional information regarding the complaint; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a crack in optic part of the preloaded toric intraocular lens while implanting the lens. It was stated that there is a need to identify a more accurate cause of how the operation was performed in the surgical process. The lens was partially inserted and removed during the same procedure. There is no report of unplanned vitrectomy, incision enlargement and sutures. The patient is fully recovered and there is no delay in procedure. No other information is available.